Event description:
It was reported that the pt received multiple inappropriate therapies due to noise. It was also noted that the pacing lead impedance (pli) and high voltage lead impedance (hvli) values changed. As a result, the lead was capped and replaced.